Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was a poor communication screen on the patient programmer. The patient was not recently implanted or had a revision surgery. They confirmed the antenna was secure, it was synced with the implantable neurostimulator (ins), and this did not resolve the reported issue. There was low back pain and poor communication. The location of the reported symptom was the lower back. This was considered a sudden change in therapy/symptoms. The patient was lifting boxes. She did not fall but she had low back pain. Also, the antenna felt loose at the antenna jack. It was damaged. There was poor communication with and without the antenna. It was further reported on (B)(6) 2015 that the replacement programmer did not resolve the reported issue. They did not receive a new antenna. It was further reported on (B)(6) 2015 that she received the replacement patient programmer but she was still getting poor communication. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.